Event description:
It was reported that the only programmer was not connecting to the gateway services. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.